Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was undergoing an ablation procedure near the coronary sinus. The device was in electrocautery mode however, when electrocautery was being used, periods of asystole > 2 seconds were observed. The outputs were increased and there were a few dropped beats noted but no further episodes of asystole. Following the procedure, measurements were unchanged and good. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.